Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the shock test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that this was a malfunction of the therapy printed circuit assembly (pca) the replacement of which was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered the therapy pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the dfm100 device indicating that the shock test failed. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device remotely. It was determined that this was a malfunction of the therapy printed circuit assembly (pca), the replacement of which was ordered. The device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of the therapy pca, the root cause of which could not be determined. The reported problem was confirmed. The therapy pca was received at the philips failure analysis lab for evaluation. The therapy pca passed all testing. There were no problems found with the therapy pca. Based on the information available and results of additional analysis, no further action is necessary at this time.